Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not calculate the correct amount of insulin to be delivered via a bolus. Customer's blood glucose (bg) level was "high"; however, a bg value was not provided. Customer delivered a bolus to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.